Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the patient¿s fatigue and the fentanyl not helping was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient was falling asleep in the bathroom for about 6 years; she had complained to her doctor for years. The patient had been trying to have the drug reduced to see if it helped with falling asleep in the bathroom. The doctor changed the drug 'about a year and a half ago' from dilaudid to fentanyl. The patient was on fentanyl for about a year and it did not help. The patient talked to the doctor about using prialt. They had to titrate down for a long time before adding prialt, about a 12 week period. During this time, the patient was feeling a burning sensation in her chest and arms. During the 12 week period, one time the doctor reduced the drug by 25% instead of 5%. The patient believed the doctors should be able to punch in the percentage instead of having to calculate it themselves. Her doctor had made mistakes because of this. The patient was told that the pain was not being managed by the prialt. Her pain was nerve pain. She was in extreme suffering. In (B)(6) 2018, the patient was burning and freezing from this pain. She took 2mg of dilaudid tablets. The patient was in extreme pain (B)(6) 2018. The patient called the doctor and was instructed to take 4 dilaudid every 24 hours. The patient had to tough it out for about 8 days while waiting for the drug, because the office did not have it yet. On (B)(6) 2018, dilaudid was put in the pump and all other drug taken out. The patient asked about problems with the pump she had looked up, like the priming bolus. The patient was dizzy, ill, sick, and high. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.